Manufacturer narrative:
H3: analysis found during pre-check:unable to communicate with the controller. Further analysis found main board failure, nuts broken medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the stimulator cannot be identified. Issue was not resolved by repositioning/troubleshooting there was no patient involvement.